Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise was also observed on the rv channel, which led to delivery of inappropriate anti-tachycardia pacing and a shock. There were no reports of pacing inhibition or therapy exhaustion. Surgical intervention was performed and the rv lead was replaced. During the surgery a blood clot was noted in the rv port of the device, which was removed successfully. The device continues to remain implanted and in service. No additional adverse patient effects were reported.